Manufacturer narrative:
The positioner is provided non-sterile and is a class I instrument and therefore does not have a UDI. There was no malfunction reported for the device involved with the reported event. Based on the information provided, the patients 2nd metatarsal broke upon overtightening the positioner. The surgeon indicated the bone broke as a result of the amount of force he applied to the positioner. The device was not returned to the manufacturer for evaluation and the specific identification of the device was not available. As a result the device history record(s) were not able to be reviewed; therefore all non-conformances were reviewed to date of complaint receipt and no issues for the product were identified that would have caused or contributed to the event reported. The company will supplement the MDR as necessary and appropriate.

Event description:
During a bunion surgery, the patients 2nd metatarsal broke upon overtightening the positioner (1405-2036). The surgeon repaired the break using a non-tmc screw and was able to successfully complete the case.